Event description:
Customer reported concerned with the collimator. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the collimator to be functioning correctly and within specifications. System operates as intended.